Manufacturer narrative:
It was reported that the needle detached from the syringe. According to the reporting facility, they also observed that the needle is "bending" and "sticking out of caps." No serious injury or adverse impact to a patient or user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Six (6) boxes of product in new condition were returned for evaluation. Visual and functional testing was unable to reproduce or confirm the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the needle detached from the syringe.